Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject otv-s190 was returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc tried to reproduce the phenomenon by the following. However the phenomenon was not reproduced. -the power of the subject otv-s190 was repeatedly turned on and turned off. -the continuous current test of the subject otv-s190 was conducted. Omsc checked the log of the subject otv-s190 and found the error massage e315. In addition, omsc checked the video connector socket of the subject otv-s190 and found the following. -there was the signature adhered moisture with the video connector socket. -the electrical terminal of the subject otv-s190 was discolored. -the foreign materials were adhered to the electrical terminal of the subject otv-s190. Based on these investigation results, omsc surmised that this event occurred by the following mechanism. The electrical terminal of the scope connector that had the moisture and/or the foreign materials was connected to the subject otv-s190. Because of the moisture and/or the foreign materials, the conduction failure between the electrical terminal of the scope connector and the electrical terminal of the video connector socket of the subject otv-s190 was occurred. The communication error between the camera head and the subject otv-s190 was occurred, so the error message ¿e315¿ was displayed on the monitor. At the time of the investigation, the phenomenon was not reproduced due to the drying of the moisture and/or the change of the state of the foreign materials. Otv-s190 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the following information. During the procedure in the urology, the endoscopic image became a color bar image and the error message¿e315 : scope err unsupported scope¿ about the subject otv-s190 was displayed on the monitor. The user replaced the system including the subject otv-s190 for the endoscopy with an unspecified another system for the endoscopy and completed the procedure. The camera head connecting the subject otv-s190 was not replaced. There was no further information on the system including the subject otv-s190 for the endoscopy. There was no report of the patient¿s injury regarding this event.